Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left obtuse marginal artery. A 185 cm moderate support j tip pt²¿ guide wire was used to cross the lesion. However, when the device was removed, the physician noticed that the tip of the guide wire broke off. Approximately 1.5 to 2 cm long of the distal portion of the flexible tip was detached. There was no attempt to retrieve the detached tip in the intimal layer of the vessel. The procedure was completed very well. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned device matches with upn provided by the customer. The device has the distal tip detached at 182.6 cm from the proximal end. Overall length could not be performed due to device condition (distal tip detached). Outer diameter (od) of distal tip could not be performed due to device condition (distal tip detached). Od of middle of the device and od of the proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left obtuse marginal artery. A 185cm moderate support j tip pt guide wire was used to cross the lesion. However, when the device was removed, the physician noticed that the tip of the guide wire broke off. Approximately 1.5 to 2cm long of the distal portion of the flexible tip was detached. There was no attempt to retrieve the detached tip in the intimal layer of the vessel. The procedure was completed very well. No further patient complications were reported and the patient's status was stable.